Manufacturer narrative:
(B)(4). Device evaluation: the report the customer is receiving a steady negative orange symbol on the vps even when the insertion begins was confirmed. One sample (console unit (B)(4) and accessories) was returned for evaluation. The visual evaluation determined the returned unit was in acceptable condition. The unit was connected and vps g4 console power-on test was performed. The results of the test were acceptable which indicated the unit performed as intended. The data set shown in attachments was not on the unit and was not available for review. Eight other data sets were on the unit and were given to a vps senior algorithm scientist for analysis. A vps senior algorithm scientist reviewed all eight data sets and determined that one of the eight datasets was representative of the reported event. The doppler baseline data showed the level of electromagnetic interference (emi) was very high. Emi disturbance degrades and limits the effective performance of the vps system. This high level of emi could be from hospital environment and/or other medical devices, which radiate excessively high radiofrequency energy, nearby the vps operation location at the same time. The procedure data showed the high level of emi in the retrograde doppler flow area (steady white line) and the high power other remarks: level of the noise signal in the retrograde caused the system to display orange symbol. The vps senior algorithm scientist concluded the vps system displayed a steady orange stop symbol with good ECG and doppler signal due to the excessive noise on the doppler mainly caused by the environmental condition during the vps console's operation. The device history record (DHR) review was performed and no evidence was found to indicate a manufacturing related cause. Operational context caused or contributed to this event because the work environment created the excessive noise on the doppler.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the customer is receiving a steady negative orange symbol on the vps even when the insertion begins. They are placing the catheters by using p-wave and doppler. The vps gave orange negative most of the entire case. After calibration and during the procedure post flush test they are receiving an orange symbol with perfect ECG and doppler that finally ended with a blue bullseye. Chest x-ray confirmed they were in the svc-caj.